Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unreadable. Reportedly, the customer dropped the pump and consequently the pump touch screen shattered and turned black. There was no adverse impact to customer's blood glucose. No additional patient or event information was available.